Event description:
It was reported that customer ordered part number 207.750 - 4.0mm cannulated screw long thread 50mm. Package was labeled correctly, but contained part number 207.650 - 4.0mm cannulated screw short thread 50mm. Synthes order # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the DHR shows no complaint related anomalies. (B)(4). Additionally, research was performed on potential open lots of part number 207.650 that could have created an opportunity for a product mix anytime during the manufacturing operations. There were no open lots of part number 207.650 being manufactured at the same time as this lot of 207.750. Therefore, a product mix of this part number would be impossible. This complaint is invalid. Manufacturing evaluation, the visual inspection reports that the package was received unopened with all seals intact. However, there is a hole in the packaging large enough for the product to fit through. Additionally, there were no lots of 207.650 manufactured in the same time period that the 207.750 was manufactured. Due to that fact, it would have been impossible to mix these product lots.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).